Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device after the expiration date, not prepping the surface of the skin with an antiseptic solution, not irrigating the incision site with an antibiotic solution before closure, improperly closing the surgical site, multiple tunneling attempts, using incorrect tools, and not using antibiotics pre-operatively have been ruled out. Additionally, the patient touching or picking at the wound, severe force being applied to the implant, excessive twisting and stretching, and the device being used off label have been ruled out. However, the patient has experienced frequent swelling since their total knee replacement over a year ago. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported their receiver site was red and swollen. Additionally, the patient reported their entire knee and lower leg was swollen. The patient was seen by a pain clinic, a swab was done which confirmed an infection, and precautionary antibiotics were prescribed. The patient was prescribed two different antibiotics and reported the area is starting to look a bit better and the redness and swelling has subsided.